Event description:
1600 - (new temp pacer) - rec'd pt to room after pacer insertion for 3rd degree heart block. Upon arrival pacing 100%, settings verified - vital signs stable; pt alert & coherent. 1615 - noted per monitor no longer pacing. Pt in third degree heart block and symptomatic, pacer noted off with no explainable reason, pacer settings and battery alert all verified ok. Called dr and requested battery from intensive care unit. Pacer was turned back on and pacing with no problems noted. Pt's vital signs ok with pacer rhythm. Dr arrived and while at bedside with pt the pacer went off again. Immediately turned back on by dr and pt was paced. Generator (pacer) and battery were replaced. 100% pacing continued upon exam of pacer once off of the pt. The low battery sign was on even with a new battery in place.